Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device and was unable to confirm the reported issue of tip damage; however, the shaft was separated and stretched which is consistent with the issue of difficulty removing the protective sheath. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventive actions will addressed per quality system protocol.

Event description:
It was reported that during removal of the stylet and protective sheath the tip was found already damaged. There was no resistance removing the protective sheath. The device was not used in the patient and there was no clinically significant delay in the procedure. No additional information was reported.